Event description:
Product analysis was completed on the explanted generator. Product analysis determined that the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.964 volts as measured shows an intensified follow-up indicator (ifi)=no condition. The data in the diagaccumconsumed memory locations revealed that 56.527% of the battery had been consumed. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Patients generator was explanted. The explanted product was returned to the manufacturer; however, product analysis has not been completed to date.

Event description:
It was reported that when the patient is programmed to 3.5ma, their seizure activity goes up. Information was received from the physicians office noting that the patient feels that the increase in seizures is related to battery being at 25-50%. The physician noted that the increase in seizures is above pre-vns battery replacement with most recent battery replacement. No other relevant information has been received to date.